Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain and voiding dysfunction from surgery location and character of the pain? Was medical intervention given for the pain management or voiding dysfunction? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? For investigation purposes, we will forward your request and ask the reporter to contact you directly via the details you have provided. Please note: -the reporter of dir 72241 is not obliged to respond to your request and any information they provide is entirely their choice and at their discretion. -the tga will not follow up or continue to contact the reporter if they have not taken up the offer to talk to you (the sponsor).

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced pain and voiding dysfunction. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain and voiding dysfunction from surgery location and character of the pain? Was medical intervention given for the pain management or voiding dysfunction? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?